Manufacturer narrative:
The review of the complaint history database, revealed three complaints on the lot number. Picture was received and we can observed that the wrong stent was kit. A stent ch4.8 was packaged instead of a stent ch 6.0. The investigation showed that the 2 lots of jj biosoft (ref. Ycvb64 ¿ lot 10359379 & 10344390) were intended to be used for the kit bcan64(4002) ¿ lot 10561667. The operator inadvertently selected the incorrect lot of jj from the rack and did not control the components picked as instructed in (B)(4) - instruction kitting dc iu fr. Review of the stock inventory confirmed that only the kit lot 10561667 was impacted. In germany, the impacted lot number was delivered to only one customer which identified and reported the incident. According to the information known quality database was checked and revealed one corrective and preventive action opened in december 2025. The hhe - wrong size of jj biosoft in kit was opened to evaluate the risks and if field actions are necessary: - a rmf evaluation was performed based on criq246 - risk identified: 10201 (hazardous situation: inconsistent labelling / labelling does not match product - dimension problem (i.e. : ch4,8 instead of ch6)), 10221 &10220 (hazardous situation: no traceability). The most probable severity for the calculation is based on the clinical assessment is minor inconvenience for the user/operator related to the need to replace the device prior to use.in extremely rare cases where the device might be used, the harm will be prolonged procedure with severity parameter level 2 or stent migration with severity parameter level 3. Based on the clinical risk assessment, we can conclude that the harms, severity and occurrence are within anticipated levels per the risk documentation. - a clinical assessment was performed and concluded: ureteral stenting is a common procedure performed by physicians who are generally highly trained and experienced in the urology specialty. In accordance with our risk management procedure and based on both the product risk assessment and the clinical evaluation of the reported events, the kitting error involving the presence of a 4.8 fr ureteral stent instead of the expected 6 fr stent is assessed as having no clinical consequences, as long as the physician identifies the issue prior to product use. Although the outer box labelling indicates ch6, the peel-pouch labelling states the actual 4.8 fr size, enabling the user to detect the mismatch before opening the sterile barrier. Furthermore, the difference in stent diameter is both visually and tactilely evident to a trained physician, who can easily recognize that the device is smaller than expected during routine pre-procedural checks. These multiple opportunities for detection prior to implantation substantially reduce the probability of inadvertent use of the incorrect stent size. Consequently, the event is considered most likely to result in only minor inconvenience for the user/operator (severity 1). In extremely rare situations where the device might be used without prior verification¿an unlikely scenario given the clear visibility of the 4.8 fr size¿the potential risks would be limited to prolonged procedure (severity 2) or slightly increased likelihood of stent migration or reduced drainage performance (severity 3). In case of no traceability, reintervention or harms related to reason of a potential recall, quarantine or complaints may happen. Notably, no complaints related to migration or drainage issues have been reported for the affected reference over the past two years. In conclusion, the harm associated with these incidents is minor inconvenience for the user/operator, related to the need to replace the device prior to use. Based on the above, no field action is recommended. Further investigation and correction will be managed through a CAPA. A similar case study was performed based on biosoft references defect: kitting issue over last four year 13 similar cases were found.

Event description:
According to the available information the goods are incorrectly packaged. Should be 6ch ureteral stents, but a 4.8ch ureteral stent is packaged inside.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the goods are incorrectly packaged. Should be 6ch ureteral stents, but a 4.8ch ureteral stent is packaged inside.